Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and flat creases. A microscopic analysis was performed which identified; a broken shell with a sharp edge where localized stresses induced in radius side assessed as surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification, and stress marks assessed as non penetrating nicks. Based on the device analysis, the final assessment is a broken shell with a sharp edge where localized stressed are induced in the posterior side assessed as surgical impact.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.